Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had keyboard keys was not responding. A technical support specialist (tss) connected and properly rebooted the station, verifying that the station application loaded completely after the reboot. Tss was called back and advised to log in to check keyboard functionality, after which the keyboard responded successfully. All keys were verified to be fully functional, with the system operating normally. Customer agreed to set the case status to complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several keys of the keyboard was not responding when nurse attempted to pull out some medications. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.